Manufacturer narrative:
The edge catheter system was discarded by the customer therefore no analysis could be completed. The lot number was not provided. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
It was found a patient had a pneumothorax after a superdimension enb procedure. The physician reported the edge sensor catheter was not registering and was acting erratic. The physician completed brushing the nodule site via fluoro guidance in lieu of navigation. No pneumothorax was noted at time of procedure via fluoro. Patient had a chest tube placed and was hospitalized. The patient was released on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.